Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12f21058, h12i21011, and h12l19044 with no issues noted during the manufacturing process. An exception noted was noted for h12f21058 but does not indicate any issues related to the complaint. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.